Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating high blood glucose readings and hospitalization from the insulin pump. The mother stated that her daughter was in the ICU last night due to high blood glucose readings. The mother stated that the customer wad been sick with gastro paresis for 2 years. The mother stated that her daughter has been hospitalized several times since she has been on the pump. The mother was assisted with troubleshooting for the bent cannula and high blood glucose readings.